Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to the emergency room for a blood glucose level (bg) of 360 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was released about four hours later with the issue resolved and no permanent damage. Customer did not have a back up insulin therapy available but declined any follow up to confirm that a backup method was obtained.